Event description:
Subsequent to the initially filed report, additional information was received stating the clip had detached from the posterior leaflet and remained attached to chordae the anterior leaflet (single leaflet device attachment/slda). No additional information provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported mitral valve insufficiency/ regurgitation (worsening mr) associated with mr increasing to 4 appears to be due to the slda. The cause of the reported incomplete coaptation (intraprocedure) associated with the slda could not be determined. The cause of the reported entrapment of device (clip caught on chordae) associated with the clip being deployed with chordae could not be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.h6: code 4003 was removed.

Event description:
This will be filed to report device entrapment and partial clip movement it was reported that on (B)(6) 2023 a mitraclip procedure was performed to treat functional mitral tricuspid regurgitation (mr) grade 3. One clip was implanted, reducing mr to a grade of 1. Roughly two weeks later, echocardiography was performed and it was observed the implanted clip had slightly detached from the posterior leaflet causing mr to increase to a grade of 4. The physician believed there was chordae deployed in the clip. On (B)(6) 2023 a secondary mitraclip procedure was performed. One clip was successfully implanted, reducing mr to a grade of 2-3. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated.